Manufacturer narrative:
Customer is not sending back product.

Event description:
The user facility reported that the bristles on femoral canal brush frayed during a surgical procedure. There was no medical intervention, no delay and no adverse consequences.